Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty uim pcb (user interface module printed circuit board). The uim pcb has been replaced. Additional: a service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device is currently being evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During service at baxter it was discovered that a colleague infusion pump for another report had failure code 403:317:864:0000 occurred during accuracy test delivery. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) (B)(4).